Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced a hospitalization due to inability to drain peritoneal dialysis (pd) fluid and abdominal pain related to their (B)(6) 2018 (pd) therapy. Upon follow up with the pdrn, it was confirmed that the patient was hospitalized on (B)(6) 2018 for these issues. It was confirmed that while hospitalized the patient had their pd catheter removed and transitioned to hemodialysis treatments.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between continuous cycle peritoneal dialysis (ccpd) therapy with the liberty select cycler/liberty cycler set and the peritonitis. However, it is not possible to determine the source of the patient¿s infection. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced a hospitalization due to inability to drain peritoneal dialysis (pd) fluid and abdominal pain related to their (B)(6) 2018 (pd) therapy. Upon follow up with the pdrn, it was confirmed that the patient was hospitalized on (B)(6) 2018 for these issues. It was confirmed that while hospitalized the patient had their pd catheter removed and transferred to hemodialysis treatments. Upon further follow up, it was determined that the patient was diagnosed with bacterial peritonitis. Details regarding the patient¿s peritonitis was unknown. The patient has since shifted to hemodialysis therapy as they had scar tissue resulting from a prior gunshot wound. The patient has recovered from the peritonitis and abdominal pain and has since been discharged.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between continuous cycle peritoneal dialysis ccpd exchange with the liberty select cycler and the patient¿s symptoms that resulted in the patient¿s visit to the emergency department. However, it is unlikely that the cycler contributed to the patient¿s symptoms. The drain complication was the result of the malfunctioning tenkoff pd catheter. Pd catheter malfunction is a common complication of peritoneal dialysis (pd) necessitating urgent restoration of catheter function. There is no documentation suggesting a causal relationship between the cycler and the patient¿s symptoms. The catheter was removed and the patient was transferred to hemodialysis.